Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump's battery died out then they changed it and now it did not turned on. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the contacts on the battery cap neither missing nor damaged. Display did not return after insulin pump restart. Customer stated that the battery compartment was damaged. Customer stated that the spring was damaged. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will not be returned for analysis.